Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/29/2017: medical records received. After review of the medical records for MDR reportability, a doi was provided. Cement manufacturer is still unknown. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain, instability, osteolysis, poly wear and femoral and tibial loosening. Loosening occurred at the cement/implant interface. Cement manufacturer is unknown.

Manufacturer narrative:
No device associated with this report was received for examination. Review of the provided x-rays confirms bone loss on the femur which could have contributed to the reported loosening. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.